Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: sample was returned and evaluated. The cracking is confirmed. CAPA (B)(4) was opened for this device. Conclusion: ths suspected root cause is a buildup of 100% silwet (B)(4) and cross contamination between the wing feeder and the fgl. CAPA (B)(4) was opened for this device.

Event description:
It was reported that there was blood leakage from the luer adaptor on the 23 g x .75 in. Bd vacutainer® push button blood collection set with 7 in. Tubing and luer adapter. No serious injury, no medical intervention.